Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Upon visual inspection the service technician noted that they replaced logic board damaged lead lifted trace u12 due to 240.4030 error. Replaced damaged door keypad, and broken door latch. Replaced corroded right, left iui. Replaced rear case under recall. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to chip pin damage of the logic bd assy lvp 8100. A review of the device history record showed the device had a manufacture date of 16oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 240.4030. The device has had the air in line(ail) sensor replaced several times and still is alarming. There was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 240.4030. The device has had the air in line(ail) sensor replaced several times and still is alarming. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 240.4030. The device has had the air in line(ail) sensor replaced several times and still is alarming. There was no patient involvement.